Event description:
According to the reporter, during an open hemicolectomy, the stapler was used without issue during the first firing. The same stapler was reloaded and fired the third time, however, after returning firing knob, the black release button would not open stapler, and force was required to open and removed the device from the anastomosis. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.